Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The assignable cause of the discrepant negative reaction in a(abo1) antigen typing obtained for the patient sample could not be determined, although it could not be excluded to be sample related, it is most likely that the patient has a blood group a(abo1) sub group. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
On 05 april 2022, a customer contacted ortho care to report discrepant a(abo1) typing results for a patient using mts abd monoclonal and reverse grouping card lot 010322037-01 in conjunction with their ortho vision ID-mts analyser. Complainant/complaint reporter: (B)(6) - medical technologist. Date of events: (B)(6) 2022. Reported on: 05 april 2022 by (B)(6) to the ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal & reverse grouping card lot 010322037-01 expiry date 04 october 2022. Software version: 5.12.4. Patient information: not provided. The customer reported that, on (B)(6) 2022, they had tested a patient sample for abo typing using ortho mts a/b/d monoclonal & reverse grouping card lot 010322037-01 in conjunction with their ortho vision ID-mts analyser and that they had obtained: - negative reactions with the anti-a(abo1), anti-b(abo2) and control reagents and reverse a cell - positive reactions (4+ reaction strength) with the anti-d(rh1) reagent and reverse b cell. The customer reported that they had retested a sample from this patient for a(abo1) typing in tube method and that they had obtained a positive reaction (2+ reaction strength) with the anti-a(abo1) reagent. The customer stated that due to the discrepancy between vision and tube method they further tested this patient sample and identified an a(abo1) subgroup. The customer reported that on (B)(6) 2022, they had retested this patient sample for a(abo1) typing using ortho mts a/b/d monoclonal & reverse grouping card lot 010322037-01 in conjunction with their ortho vision ID-mts analyser and that they had obtained: - negative reactions with the anti-a(abo1), anti-b(abo2) and control reagents - positive reactions (4+ reaction strength) with the anti-d(rh1) reagent - too many cells 'tmc' condition code with the reverse a cell and b cell. No further detail provided. The customer reported that no biased result was reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.